Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer's blood glucose level read "high¿, however, specific blood glucose (bg) value was not provided. The customer addressed their elevated bg with a manual injection of insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.